Event description:
The pt stated that she tried to insert an infusion set and the cannula would kink. The pt stated the introducer needle was dull. The pt was able to insert another infusion set from the same box that inserted properly. The pt also reported that she has a lot of scar tissue. The pt stated that she rotates her sites and tries to stay away from scar tissue. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.